Manufacturer narrative:
Date of event is estimated. Section a4: patient weight was not made available.

Event description:
It was reported that patient's ipg was not functioning and was confirmed end of life by abbott rep. To address the issue, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received wherein the scs system was explanted and replaced. The leads had also migrated. Confirmed via x-rays confirmed. Effective therapy was restored.